Event description:
During a ptca treatment procedure involving a 100% stenotic lesion in a tortuous portion of the lad coronary artery, the quantum balloon reuptured at 14 atm's. The pt was asymptomatic during this event. No info is available regarding introducer sheath, guidewire, guide catheter, or inflation device types or sizes. It is also unk whether the treated lesion was calcified. The quantum balloon was removed and discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good".